Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Explant date provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of a trochanteric fixation nail (tfn) nail due to total hip replacement. A conical extraction bolt and the tip of a helical blade/screw extractor broke while trying to remove the im nail. It was mentioned that the im nail was not removed for a couple of hours. The procedure was successfully completed with a two (2) hours surgical delay. The patient status was fine. Concomitant device reported: unknown screw (part# / lot# unknown, quantity: unknown); this complaint involves three (3) devices. This report is for one (1) 11.0mm ti helical blade 100mm this is report is 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The 11.0mm ti helical blade 100mm (part # 456.305 lot # 5791622) was received at us cq. The device was returned with the distal tip of the returned helical blade extractor lodged in its proximal head. Due to the tip remaining lodged in the proximal head, only the first internal thread form was visible. The thread form was damaged/stripped. There was a hairline crack on the proximal head of the device. The body of the device had large scratches and was heavily discolored. The anodization along the body and blades was much lighter than the proximal head. The returned condition was consistent with the complaint condition thus the complaint was confirmed. Internal threads are stripped, scratches and discoloration along the body of the device dimensional inspection: dimensional inspection was not performed due to the relevant features not being accessible. Internal thread could not be measured due to the lodged tip of the extractor. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) manufacturing record evaluation: the received 11.0mm ti helical blade 100mm (part # 456.305 lot # 5791622) was manufactured at the elmira site on may 21, 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Conclusion: the complaint was confirmed for the received 11.0mm ti helical blade 100mm (part # 456.305 lot # 5791622) as the internal threads of the device were stripped. Although no definitive root-cause can be determined it is possible that the threads were damaged due to the device being subjected to unintended forces while in use. Due to the there was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 456.305, lot number: 5791622, part manufacturing date: 21 may 2008, manufacturing site: elmira, part expiration date: n/a, non-conformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 5791622 of ti helical blades was processed through the normal manufacturing and inspection operations with no rework or non-conformance's noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 5045187 met all specifications with no issues documented that would contribute to this complaint condition. Device history review a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.